Manufacturer narrative:
As the serial number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 10/2049). (B)(4).

Event description:
It was reported that during use in the greater saphenous vein in the back of the upper thigh with no complicating anatomy, at the beginning of an rf ablation procedure, the treatment length was set for 2.5 on the generator and the first pass was successful. The hcp then used the button on the catheter to do the second pass without any withdrawal or movement within the same vein but the treatment length reset to 10 without anyone touching the generator or disconnecting the catheter. Reportedly, there were no error messages displayed on the generator and the screen appeared normal. The patient experienced 3rd degree burns within the vein and 2nd degree at the access point. The hcp reported that normal burn treatment would have been application of sulfur; however, the patient had an allergy so nothing was done directly after the procedure. After 48 hours, bacitracin was applied to the wound. The procedure was not completed and further treatment will need to be rescheduled. Current patient status is unknown.

Event description:
It was reported that during use in the greater saphenous vein in the back of the upper thigh with no complicating anatomy, at the beginning of an rf ablation procedure, the treatment length was set for 2.5 on the generator and the first pass was successful. The hcp then used the button on the catheter to do the second pass without any withdrawal or movement within the same vein but the treatment length reset to 10 without anyone touching the generator or disconnecting the catheter. Reportedly, there were no error messages displayed on the generator and the screen appeared normal. The patient experienced 3rd degree burns within the vein and 2nd degree at the access point. The hcp reported that normal burn treatment would have been application of sulfur; however, the patient had an allergy so nothing was done directly after the procedure. After 48 hours, bacitracin was applied to the wound. The procedure was not completed and further treatment will need to be rescheduled. Current patient status is unknown.

Manufacturer narrative:
Manufacturing review: a device history record and manufacturing review was not required as the device was not returned. Investigation summary: the physical device was not returned for evaluation. No photos or videos were provided by the customer for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for inappropriate or unexpected reset could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy h10: the manufacturing facility is (B)(6). H10: d4 (expiry date: 10/2049), g3. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a DHR and manufacturing review was not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the venclose generator was returned for evaluation. The venclose generator was visually inspected upon receipt and was found to be in good physical condition. The device was functionally tested and passed all tests. No other anomalies were identified. Therefore, the reported failure that the generator switched from 2.5cm to 10cm unexpectedly is unconfirmed. One photo was provided for review. The photo shows the reported skin burn that is approximately 3cm in length. Based on the photo review, the patient outcome of a skin burn can be confirmed. The root cause for the alleged unexpected or inappropriate reset leading to a 3rd degree skin burn could not be determined as the problem could not be reproduced. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2049). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use in the greater saphenous vein in the back of the upper thigh with no complicating anatomy, at the beginning of an rf ablation procedure, the treatment length was set for 2.5 on the generator and the first pass was successful. The hcp then used the button on the catheter to do the second pass without any withdrawal or movement within the same vein but the treatment length reset to 10 without anyone touching the generator or disconnecting the catheter. Reportedly, there were no error messages displayed on the generator and the screen appeared normal. The patient experienced 3rd degree burns within the vein and 2nd degree at the access point. The hcp reported that normal burn treatment would have been application of sulfur; however, the patient had an allergy so nothing was done directly after the procedure. After 48 hours, bacitracin was applied to the wound. The procedure was not completed and further treatment will need to be rescheduled. Current patient status is unknown.